Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address pain, instability, osteolysis, bone injury and loosening of the femoral component at the bone to cement interface. Depuy cement was used. No delay in surgery reported. Original implant date unknown. He had infection of knee treated with antibiotic spacer and a stage 2 implant of sigma stem and sleeve tc3. X-rays show obvious osteolysis. Tibial sleeve was well fixed. It was decided to leave the tibia in place. Femoral side was loose and needed to be replaced. Patient had such extensive bone loss we had to move to lps. Patient has no relative comorbidities. No falls or traumas. No other information available. Doi: unknown dor: (B)(6) 2021 right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected h6 (health effect - clinical code). E19 infections was removed.